Manufacturer narrative:
Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 2750337 and catalog n-tsm310 through the photos provided. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation:  rupture.

Event description:
Healthcare professional reported a left side "rupture of the shell" via ultrasound and mir. Device has been explanted and replaced with non-allergan device.

Event description:
Healthcare professional reported a left side "rupture of the shell" via ultrasound and MRI. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations observed. No further actions are required as the device was implanted.